Event description:
During surgery, tip of screwdriver broke off into screw. Screw removed and replaced.patient outcome: no adverse affect reported as a result of this event.

Event description:
The customer states that a patient sample processed on a cd 1800 analyzer generated a lower than expected hemoglobin result of 5.8 g/dl. Upon repeat testing a hemoglobin value of 11.2 g/dl was obtained. The suspect result was not reported from the lab with no adverse impact to patient management reported related to this issue.

Manufacturer narrative:
Parts returnedcatalog no. Lot no. Mfg. Date1400-9241 512583 06/01/20091400-1011 984770 10/2006.